Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leak was discovered after mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The customer reported "the leak was at the administration port" (reported on the initial as leaking at unspecified locations). The device was manufactured between july 07, 2018 - july 09, 2018. One (1) sample was received with solution and leaking in a zip lock bag. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed a leak at the spike port cap from the base of the spike port tubing. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.